Event description:
A us distributor contacted zoll to report that an italian patient developed a skin irritation. The patient described the irritation as weeping skin. The patient's general practitioner reported that a violin spider bit the patient. There was no alleged device malfunction contributing to the irritation. The patient's pharmacy suggested a lotion be used. Follow up indicated the irritation improved. Supplemental report 9/14/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed a skin irritation. The patient described the irritation as weeping skin. The patient's general practitioner reported that a violin spider bit the patient. There was no alleged device malfunction contributing to the irritation. The patient's pharmacy suggested a lotion be used. Follow up indicated the irritation improved.